Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider.

Event description:
It was reported that occlusion alarms occurred. Customers blood glucose (bg) was 400 to upper 400¿s with high ketones. Ketone levels were identified as life threatening by health care provider. Reportedly, the customer was wearing the infusion set for 2-3 days. Customer went to the emergency room for the bg level, headaches, vomiting and ¿extreme pain¿. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damages. Customer was released later that day.